Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the ins turned off and when they tried connecting the programmer to the ins, the ins would not turn back on. The patient needed the ins to be on because they were hurting. During the call, it was verified that the ins was actually on and that adaptivestim (as) was enabled. The as position was then reviewed. When the patient was sitting down, the programmer indicated the patient was in an upright position. The stimulation was set at 4.5 volts (v), but the patient needed it to be higher, so the stimulation was increased to 5.0v and confirmed to be comfortable. It was reviewed that the patient would need to remain in the position for 3 minutes before the as settings could be saved. It was also reported that the ins was not working when the patient would stand up but the upright and mobile setting was set to 4.4v. It was reviewed that the patient would need to stay in the upright position and be mobile for 3 minutes to adjust the stimulation. The patient was going to change the different positions on their own. The patient called back later the same day stating they were still having issues with the as because they were able to see the as label on the programmer earlier in the day, but then later couldn't see the as label next to the group. They also reported they were not feeling stimulation. During that 2nd call it was confirmed that as was disabled but stimulation was on and set to group d with a voltage of 4.8v (later reported to be 4.6v). The as was turned back on and confirmed the as label was set to english. They then changed to group a and increased the voltage from 4. 4 to 4.6v. They then changed to group b and could feel stimulation and then increased voltage from 4.4 to 4.6v. They were redirected to the doctor to discuss programming considerations. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on february 21, 2019. They reported the patient was last seen in their office (B)(6) 2018, so they did not have any additional information to provide regarding the requested information. It was noted the physician the letter was addressed to was no longer practicing at their facility and the patient has not yet seen any new physician to replace the doctor that left. They did however, report that the patient was scheduled to meet with a manufacturer representative (rep) on (B)(6) 2019. No further complications were reported or anticipated.